Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on the platform. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.